Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The two additional devices referenced are filed under separate medwatch reports.

Event description:
It was reported that during the procedure to treat a target lesion in the 1st obtuse marginal artery, the balance guide wire was advanced to the target lesion without difficulty. The 2.5 x 20 mm trek dilatation catheter was advanced over the guide wire; however, it was noted to have difficulty during advancement due to resistance with the guide wire. It was noted that the dilatation catheter was sticking with the guide wire. The dilatation catheter was removed with difficulty due to resistance with the guide wire. The guide wire was re-wet and a 2.5 x 15 mm xience alpine stent delivery system was advanced; however, this device also experienced difficulty advancing over the balance guide wire and felt that it was sticking. The stent delivery system was removed with resistance due to the guide wire. The procedure continued using non-abbott devices. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, functional and dimensional inspections were performed on the returned device. The reported difficulties were confirmed with the reported guide wire. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.